Event description:
The following is based on a review of the patient's medical records provided by the patient's attorney. (B)(6) 2007 - the patient was implanted with a bard/davol ventralex mesh (implant #1) to treat an umbilical hernia, and two bard/davol 3d max left (implant #2), and a bard/davol 3d max right (implant #3) to repair bilateral inguinal hernias. No operative report was provided for this procedure. (B)(6) 2014 - the patient underwent explant of the bard/davol ventralex mesh (#1) and implant of a bard/davol ventralex mesh st (implant #4) due to a hernia recurrence. It is alleged by the attorney that the patient experienced unspecified and ongoing injuries associated to the use of these devices.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the reported event. The medical records provided do not indicate any complication with the bard/davol 3d max mesh right (#3) at the time of the surgery performed in (B)(6) 2014 and no additional medical records were provided. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This MDR represents the bard/davol 3d max mesh right (#3) implanted on (B)(6) 2007. Separate mdrs were sent to document the bard/davol ventralex mesh (mesh #1) and the bard/davol 3d max left (#2) both implanted on (B)(6) 2007. Another separate MDR was also sent to document the bard/davol ventralex st mesh (#4) that was implanted on (B)(6) 2014. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Note: due to a technical issue, the data in the following fields were not transmitted electronically in the previous submission: (B)(4)